Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was over 400 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.